Manufacturer narrative:
Complaint no: (B)(4). This report was received from a nurse via baxter patient support program ((B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. While hospitalized for another indication, the patient experienced peritonitis. Treatment was not reported. It was reported that the peritonitis prolonged the patient's hospitalization (the duration was not reported). At the time of this report, the patient remained hospitalized, the peritonitis was not resolved, the patient was not recovered, and dianeal/physioneal therapies were ongoing. No additional information is available.